Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a case study from johns hopkins university, baltimore, USA which was published on 26 march 2008. The title of this report is ¿treatment of open femoral shaft fracture in a severely burned patient¿ which is associated with the ¿stryker t2 femoral nailing system'. Within that publication, post-operative complications/ adverse events were reported. It was not possible to ascertain specific device catalog from the study, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 2 complaints were initiated retrospectively for different adverse events/complications mentioned in the study. This product inquiry addresses pain in distal locking femoral screw two and a half years after the index procedure. The study states: "two and a half years after the index procedure, the patient¿s painful distal locking femoral screws were removed. The patient proceeded to return to full weight bearing and is functioning well with a fully healed femur.